Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had hysto I m two weeks post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary incontinence ("leaky bladder issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, urinary incontinence incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysto I m two weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced urinary incontinence ("leaky bladder issue"), alopecia ("hair loss"), thyroid disorder ("thyroid disorder"), hot flush ("hot flushes"), haemorrhage ("haemorrhaging") and rash macular ("red spots") and was found to have blood pressure decreased ("bp fell to 69\30"). The patient was treated with surgery (hysterectomy(B)(6)2013). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, urinary incontinence, alopecia, thyroid disorder, hot flush and rash macular outcome was unknown. The reporter considered alopecia, blood pressure decreased, haemorrhage, hot flush, medical device removal, rash macular, thyroid disorder and urinary incontinence to be related to essure. The reporter commented: when he removed the uterus the coil sliced open the abdominal tissue. Diagnostic results (normal ranges are provided in parenthesis if available): positron emission tomogram - on an unknown date: endocrine disruptors. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, urinary incontinence, alopecia, thyroid disorder, rash macular and hot flushes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- rash macular and medical device removal was added as non-drug treatment for it. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysto I m two weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced urinary incontinence ("leaky bladder issue"), alopecia ("hair loss"), thyroid disorder ("thyroid disorder"), hot flush ("hot flushes"), haemorrhage ("haemorrhaging") and rash macular ("red spots") and was found to have blood pressure decreased ("bp fell to 69\30"). The patient was treated with surgery (hysterectomy (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, urinary incontinence, alopecia, thyroid disorder, hot flush and rash macular outcome was unknown. The reporter considered alopecia, blood pressure decreased, haemorrhage, hot flush, medical device removal, rash macular, thyroid disorder and urinary incontinence to be related to essure. The reporter commented: when he removed the uterus the coil sliced open the abdominal tissue. Diagnostic results (normal ranges are provided in parenthesis if available): positron emission tomogram on an unknown date: endocrine disruptors. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, urinary incontinence, alopecia, thyroid disorder, rash macular and hot flushes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had hysto I'm two weeks post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary incontinence ("leaky bladder issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysto I' m two weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("leaky bladder issue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, urinary incontinence and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, urinary incontinence and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu(3) and fu(4) processed together. Social media received. Event added: hair loss. Reported added. On 20-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysto I m two weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("leaky bladder issue"), alopecia ("hair loss"), thyroid disorder ("thyroid disorder") and hot flush ("hot flushes"). The patient was treated with surgery (hysterectomy(B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, urinary incontinence, alopecia, thyroid disorder and hot flush outcome was unknown. The reporter considered alopecia, hot flush, medical device removal, thyroid disorder and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): positron emission tomogram - on an unknown date: endocrine disruptors. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, urinary incontinence, alopecia, thyroid disorder and hot flushes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event (thyroid disorder) and lab test updated. On 20-mar-2020: processed with follow up 7. On 23-mar-2020: processed with follow up 7. On 23-mar-2020: processed with follow up 7. On 23-mar-2020: event hot flushes updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysto I m two weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced urinary incontinence ("leaky bladder issue"), alopecia ("hair loss"), thyroid disorder ("thyroid disorder"), hot flush ("hot flushes") and haemorrhage ("haemorrhaging") and was found to have blood pressure abnormal ("bp fell to 69\30"). The patient was treated with surgery (hysterectomy(B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, urinary incontinence, alopecia, thyroid disorder and hot flush outcome was unknown. The reporter considered alopecia, blood pressure abnormal, haemorrhage, hot flush, medical device removal, thyroid disorder and urinary incontinence to be related to essure. The reporter commented: when he removed the uterus the coil sliced open the abdominal tissue. Diagnostic results (normal ranges are provided in parenthesis if available): positron emission tomogram - on an unknown date: endocrine disruptors. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, urinary incontinence, alopecia, thyroid disorder and hot flushes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events bp fell to 69\30 and haemorrhaging were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.